Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that only 5ml of normal saline could be removed from the foley catheter balloon which resulted in partial deflation and the inability to be removed from the patient. This was discovered as the patient was having a bladder drill performed (300ml of ns put into the bladder). Several nurses attempted on several accounts to deflate the balloon completely but were unsuccessful. The catheter tubing would collapse with attempts to deflate the balloon. The nurses cut the catheter but still the balloon did not drain. A needle was used to gently poke sections of catheter. After several attempts, water emerged and the foley came out. Patient stated that although she felt pressure, the incident did not caused pain. The foley was in place for less than 24 hours.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that only 5ml of normal saline could be removed from the foley catheter balloon which resulted in partial deflation and the inability to be removed from the patient. This was discovered as the patient was having a bladder drill performed (300ml of ns put into the bladder). Several nurses attempted on several accounts to deflate the balloon completely but were unsuccessful. The catheter tubing would collapse with attempts to deflate the balloon. The nurses cut the catheter but still the balloon did not drain. A needle was used to gently poke sections of catheter. After several attempts, water emerged and the foley came out. Patient stated that although she felt pressure, the incident did not caused pain. The foley was in place for less than 24 hours.